Event description:
It was reported when using the pyxis medstation es system, the biometric identifier scanner failed to recognize the fingerprint and illuminated intermittently. The customer reported that the administration of medication to the patient was delayed due to the scanner was failure to detect the fingerprint. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the biometric identifier was functioning properly. The field service engineer tested the bioid multiple times and appears to be functioning perfectly. The system functioned as intended after the field service engineer tested the device.